Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited unspecified over-sensing. No intervention was reported. The patient was stable throughout and there were no consequences to the patient.